Event description:
Pt reported display is partial or erroneous on his infusion device. Pt stated segments are missing. Pt reported he changed the battery pack; no change in the display. Pt stated his blood glucose level has been elevated since (B)(6) 2010. Pt reported blood glucose readings range from 11-20 mmol/l (198-360 mg/dl). Pt stated he took a correction dose with his insulin pen. Pt's normal blood glucose range is 4-6 mmol/l (72-108 mg/dl). Pt reported he changed the insulin cartridge and afterwards his blood glucose level was okay. Pt reported he infusion device had been bumped slightly; display was okay at that time. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.